Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed. Analysis indicated that fidelis proximal ring rust/corrosion/green was observed in the trifucation of the lead. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced during a generator change.  The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.